Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 162 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that she had changed the battery for the insulin pump to no avail. The customer reported that the insulin pump might have been exposed to her sweat. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.